Event description:
It was reported that in preparation for an angioplasty procedure, the liberte stent was found to be damaged. The customer reported that "when removing the 2.5x20 liberte stent from the sheath during preparation, when reviewing the stent body it was noticed that there was something protruding that could be detected by tact." This device was never used on the pt. The procedure was completed with another of the same devices, and the pt's status was reported as 'okay.'

Manufacturer narrative:
H6: product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The mfg records for top assembly batch 8792279 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the stent damage could not be determined.